Event description:
The customer reported that the agilia pump is displaying an error 99 and also has power issues. The device was sent and received for further evaluation. A review of the device history log confirms that error 99 has occurred twice and there were no errors associated with power issues in the history log. Due to error 99 the central unit board and power supply board were replaced. Also, during testing the device failed the clamp test due to a loose clamp spring. The left flange kit was replaced. Complete configuration and calibration was performed on the pump. Quality control testing was performed with passing results. The pump is now functioning as intended and it was released for further use.